Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: cable unit is crushed a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: because cable unit is crushed, the endoscopic image cannot be displayed. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head showed no image when inserted into the column. The issue was found during set up/ inspection for use. There were no reports of patient involvement.